Event description:
It was reported that the pt recently fell and that since the fall their simulation has not been "as good". It was also reported that the pt experienced high impedances and that upon rerunning impedances they were found to be within normal limits. X-ray looked normal, impedances continued to only be normal when the rate was increased. Add'l info has been requested, but was not available as of the date of this report. Reference MFR report #6000032200903875.